Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the reamer irrigator aspirator system was assembled and fixed with a clip. The reaming was completed with no problems, after dismantling the scrub nurse noticed, that the shaft was broken. There was no affect to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hrx. Device is an instrument and is not implanted/explanted. Criterion instrument manufactured the drive shaft ¿ minimum 520mm, p/n 314.743, lot # 7061004, per po # 1432994, dated april 01, 2013, for (B)(4) parts. The lot conformed to p/n 314.743, revision ¿k¿ specifications, as noted in the certificate of compliance and the certificate of conformance the lot was inspected and conformed to the synthes incoming final inspection sheet number (B)(4), revision ¿l.¿ there were no material review reports, nonconformance reports or complaint-related issues with this lot. The drive shaft ¿ minimum 520mm was made to the tabulated synthes drawing # 314.741, revision ¿k¿ which contains pn. 314.743. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: criterion tool & die manufactured the reamer drive shaft, part number 314.743 lot number 7061004. Due to an unknown cause, the tip broke, and the broken piece is not with the complaint. Initially, the part was inspected and conformed to the synthes final inspection sheet. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed. The reamer drive shaft was made to the relevant synthes drawing. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.